Event description:
Customer allegedly received the following results for a patient, with two different roche meters, within 10 minutes: 39 mg/dl (inform (B)(4)) and 364 mg/dl (inform (B)(4)). No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
(B)(6).